Event description:
The patient reported that on (B)(6) 2012, the down arrow keypad button became unresponsive.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing could not duplicate the complaint of the unresponsive buttons. All of the buttons respond properly. The keypad was intact and was removed to investigate and adhesive contamination was found under the ok and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.